Event description:
It was reported the device showed a battery low message. There was no patient involvement.

Manufacturer narrative:
Results of functional testing indicate the battery needed to be calibrated and that its autonomy is very low. Due to the battery/low performance, the battery needed replaced. The device remains at the customer site. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.